Manufacturer narrative:
(B)(4). Approximate age of device- 82 days. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018. It was unknown if the patient¿s expiration was device related because the patient suddenly expired at home and was never brought to the hospital. No additional information provided.